Event description:
It was reported that there were white floating particles in a small volume intermate. This was observed after compounding with an unspecified amount of colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14m015 was manufactured between november 11, 2014 and november 13, 2014. Visual inspection was performed and white floating particulate was observed in the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.